Event description:
Consumer called stating that the leg on the megaflex commode has allegedly rusted completely and snapped while removing her daughter from the shower. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model megaflex, serial number/date code (B)(4). The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has been using this device for approximately 5 - 10 years. The end users mother called stating that when she was removing her daughter from the shower in the megaflex shower commode chair it started tilting back and tipping sideways. She looked at the leg and discovered that it had allegedly rusted completely and snapped. No reported injuries. The malfunction has not been confirmed.